Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was determined that there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if any further issues occur.